Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: data not available, omnipod software app version: data not available, operating system: data not available, hardware: data not available, cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient wore the pod on the abdomen for approximately 49 to 71 hours before experiencing elevated blood glucose levels. An omnipod trainer had provided refresher training the previous day and assisted the patient in activating a new glucose sensor due to previously reported high readings. Despite this intervention, the patient experienced recurrent significant hyperglycemia later that night and presented to the hospital emergency department on (B)(6) 2026, where the patient remained under medical care for approximately 17 hours before being discharged the following day. During the hospital evaluation, clinicians observed persistent hyperglycemia and determined that the patient was not receiving effective insulin delivery. The patient received two to three injections of novorapid insulin, and a new pod was activated by clinical staff while the patient was still hospitalized. Although the patient reported no physical symptoms, the highest documented blood glucose level reached 18 mmol/l (324 mg/dl). The patient also reported difficulty operating the controller. The pod worn at the time of the event was not retained; it was left at the hospital, resulting in uncertainty regarding the associated lot and sequence numbers.